Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak from the needle is confirmed but the exact cause remains unknown. Two photo samples of a safestep infusion set within patient use was provided for evaluation. The y-site extension tubing was clamped. Red colored fluid was observed on the surface of the safety base of the needle. The location of the leak or the presence of damage could not be clearly determined form the images provided. The second image was of the product label information indicating lot: asens0015. Since red fluid was visible on the surface of the needle housing, the complaint is confirmed; however, the type of damage could not be determined from the images provided. A lot history review (lhr) of asens0015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse used the safe step needle for one of port patient. After port access, when the checked the back flow, they found blood leakage from the needle. So they removed the needle and used a new needle.